Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose and possible under delivery anomaly. Blood glucose level at the time of the incident was 588 mg/dl which was treated with manual injection. Customer had symptoms related to the event was abdominal pain, confusion and urinating. Customer alleged insulin pump was under delivering because of blood glucose reading was not going down. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Reservoir had air bubbles. The insulin pump will not be returned for analysis.